Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly. Additionally, it was reported that a cartridge change error occurred during the load process. Subsequently, it was reported that multiple minimum fill notifications occurred with multiple cartridges after filling the cartridges with approximately 280 units of insulin. Customer's blood glucose level was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.